Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. Further testing was recommended. The patient remained under monitoring. No adverse patient effects were reported. This ICD remains in service.